Event description:
Medtronic received information that this bioprosthetic valve, implanted for an unknown duration, was explanted due to thrombus and pannus. No further information is known at this time. Additional information has been requested.

Event description:
Medtronic received information that this bioprosthetic valve, implanted for an unknown duration, was explanted due to thrombus and pannus. No further information is known at this time.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record could not be reviewed as no serial number was able to be obtained. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The serial number of the device was received; however, no product has been returned. Review of the device history record showed that this valve met all manufacturing specifications for product released to distribution. No issue was noted that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.